Manufacturer narrative:
Manufacturer¿s ref. No: (B)(4). Information regarding patient identifier, date of birth, race, ethnicity, and medical history were not provided. (B)(6). The initial reporter email address is not available / reported. The device is available to be returned for evaluation and testing. However, it has not been received to date as indicated as ¿other¿ in this section as the reason for non-evaluation. If the device returns, a device investigation will be performed. Lake region medical performed a review of the device history records relative to the manufacturing, inspection and packaging of the lot 10998142. The history record indicates this product was final inspection tested at lake region medical and was determined to be acceptable. Based on the device history record review, there is no indication that the event is related to the device manufacturing process. The manufacturer will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report. Additional information will be submitted within 30 days of receipt.

Event description:
The healthcare professional reported that during the stent-assisted coil embolization procedure, the 4.5mm x 22mm enterprise® vascular reconstruction device (enc452212 / 10998142) was used and it was reported that the physician felt the stent was detached from the delivery wire when the stent was in the microcatheter. The physician withdrew the stent and the microcatheter from the patient; once removed, the physician cut off the microcatheter and found that the stent has already deployed. There was no report of any patient adverse event or complication.

Manufacturer narrative:
Manufacturer¿s ref. No: (B)(4). The purpose of this MDR submission is to report that the complaint product was returned and has been received by the product analysis lab on (B)(6) 2020. Evaluation of the complaint product has been completed. [Conclusion]: the healthcare professional reported that during the stent-assisted coil embolization procedure, the 4.5mm x 22mm enterprise® vascular reconstruction device (enc452212 / 10998142) was used and it was reported that the physician felt the stent was detached from the delivery wire when the stent was in the microcatheter. The physician withdrew the stent and the microcatheter from the patient; once removed, the physician cut off the microcatheter and found that the stent has already deployed. There was no report of any patient adverse event or complication. The product was returned for evaluation and analysis. The investigational finding is documented below. Investigation summary: the non-sterile 4.5mm x 22mm enterprise® vascular reconstruction device was received contained in a pouch. Visual inspection was performed. The delivery wire component was not returned. Microscopic inspection was performed. The stent was observed partially outside of the introducer; it appeared that the delivery wire and the stent were separated by force. Lake region medical performed a review of the device history records relative to the manufacturing, inspection and packaging of the lot 10998142. The history record indicates this product was final inspection tested at lake region medical and was determined to be acceptable. Based on the device history record review, there is no indication that the event is related to the device manufacturing process. The complaint documented that during the stent-assisted coil embolization procedure, the physician reported that he felt the stent was detached from the delivery wire when the stent was still in the microcatheter. While functional testing was not conducted due to the condition of the returned device, based on the microscopic observation of the complaint device, it appeared that there were difficulties during the procedural handling of the device. The delivery wire was not returned but the stent and the delivery wire became separated due to force. The microscopic observation confirmed the reported issue. Based on the review of the manufacturing documentation, there is no indication that the event is related to the device manufacturing process. As part of the post market surveillance program, information from this complaint is trended for statistical signals and corrective/preventive action may be triggered at a later time. Since there was no evidence to suggest the event was related to a manufacturing or design issue, no corrective actions will be taken at this time. Updated sections: d.10, g.4, g.7, h.2, h.3, h.6, and h.10. The manufacturer will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report. Additional information will be submitted within 30 days of receipt.